Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter split when inserting it. The following information was provided by the initial reporter: "one of my nurses was utilizing an insyte autoguard bc lot #: 2258218 and as she was inserting it the catheter piece split making it unusable and requiring the patient to be poked again."

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter split when inserting it. The following information was provided by the initial reporter: "one of my nurses was utilizing an insyte autoguard bc lot #2258218 and as she was inserting it the catheter piece split making it unusable and requiring the patient to be poked again."